Manufacturer narrative:
(B)(4).

Event description:
Sales rep attended an acl revision with dr. For a patient which he had performed a primary reconstruction on 18 months earlier. Upon placing the x-ray up, they noticed that the endobutton had migrated toward the lateral tibial condyle. At first they assumed the femoral tunnel had blown out causing the graft to come free. Scoping the knee revealed that the tunnel was in fact in the correct position and no blow out had occurred. The only assumption left to make is that the endobutton continuous loop had failed as they were unable to locate the endobutton, this was unable to be confirmed.